Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high and low blood glucose. Customer¿s blood glucose at time of incident was around 40mg/dl and current blood glucose was 158mg/dl. Customer stated that they treated high blood glucose with insulin pump and low blood glucose with tablets also with bowls of cereals. Customer performed troubleshoot for low blood glucose but declined to perform for high blood glucose. Product will not to be return for analysis.